Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: additional information - additional / device evaluation. H3: device evaluated by manufacturer ¿ additional.. H6: type of investigation ¿ additional. H6: investigation findings - additional. H6: investigation conclusion - additional.

Event description:
Skip to navigation skip to main content complaints. Complaints press spacebar to reorder. Home tasks complaints medical reviews mdrs mirs complaint (B)(4). Path attachments no attachments available! Tabs details patient/reporter information no of days for decision tree: 0. Dt completion date (B)(6) 2023 complaint no (B)(4). Classification code as alleged (B)(6). Classification code description screen display frozen source phone osvc ID number (B)(6) osvc reference number (B)(4). Osvc created by (B)(6). Record category complaint region (B)(6). Group (B)(6). Psr owner perry ponds status complaint review complete record type complaint pending medical review pending medical review pending decision trees pending decision trees pending dev investigation pending dev investigation pending har pending har pending update request / task pending update request / task update request status update request reviewed country of purchase (B)(6). Country of incident (B)(6). City of incident na reporter organization na distributor unique complaint no (ducn) na distributor complaint date files added to complaint patient birthdate: (B)(6) 1963. Patient weight; age at the time of event: 60. Patient gender: female. Reporter type: patient. Pediatric or adult: adult. Age unit: years. Serious adverse event information: (0). Event description screen display frozen conclusion the rcvr does not respond to the input and does not allow the sensors to be paired send rcvr with accessory + rga (B)(4). Alert date: (B)(6) 2023. Event date as alleged: (B)(6) 2023. Insertion date as alleged: was IFU followed? Na. Patient took apap/acetaminophen? Na. No of days since opened 39. Download identifier download identifier type automated data analysis request is patient using a receiver,mobile,both? Receiver is the date exact or approximate? Exact insertion site: na. Death reported death reported date of death medical intervention/serious injury medical intervention/serious injury rga created? Yes rga reference number (B)(4). Rga follow up completed? Not applicable. Troubleshooting questions (4) navigation mode pq no question answer (B)(4). Is the display time advancing normally or cgm values updating? No (B)(4). Is a known screen of the receiver visible? Yes. (B)(4). How long has the screen been frozen? Over 5 minutes (B)(4). Justification no data is available view alltroubleshooting questions product line as alleged (B)(4). Product line description as alleged dexcom g7 receiver mg/dl receiver serial number as alleged (B)(6). Product generation as alleged g7 lot number as alleged p15973467. Ncmr details as alleged no ncmrs associated with the product manufacturing date as alleged 2/7/2023. Expiration date as alleged transmitter serial number as alleged ni. Category as alleged receiver. Product line as investigated product line description as investigated receiver serial number as investigated product generation as investigated lot number as investigated ncmr details as investigated manufacturing date as investigated expiration date as investigated transmitter serial number as investigate category as investigated product registration (B)(4). Product system as investigated model number additional product information (3) navigation mode pq no question answer (B)(4). Receiver warranty expiration date 2025-03-16. (B)(4). Receiver firmware revision other (B)(4). Receiver warranty in warranty view alladditional product information data analysis summary no data related to issue was provided. Event date as investigated allegation confirmed by data undetermined data analysis status no download identifier provided platform data source na. Data available? No. Manufacturer's narrative (b5) it was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed.a receiver buttons manual test was peformed and passed . The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.